Manufacturer narrative:
The device is not available for evaluation at this time.should the device become available for evaluation, a follow up report will be submitted upon completion of investigation.

Event description:
Letter from an attorney alleges his client was struck by a truck when operating a powered wheelchair. The user required hospitalization; the nature of injuries were not disclosed.